Event description:
It was reported that during a laparoscopic appendectomy procedure, the device described as "locked, unable to open" when brought into range to staple the mesoappendix. Device was set aside and a new device was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples or a cut line before it locked? How was the device removed from tissue? Did the jaws of the device eventually open? What was meant by ¿brought into range to staple¿? What was the product code for the cartridge that was being used?